Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that the image completely disappears and requires a restart of the processor and light source prior to functioning again. Since the issue occurs with all monitors, tac presumed that the problem is not monitor or cable related. The customer denied troubleshooting and requested to have a field service engineer (fse) dispatched to troubleshoot the unit. Tac mentioned to the customer that a purchase order (po) is required prior to requesting an fse. The customer opted to send in the processor for service and tac transferred the customer to repairs and loaners per request. The customer later called back with a po number and requested a quote from the fse regarding the cost of travel and troubleshooting the unit on-site. The customer will seek to secure a loaner and contact tac and the fse to schedule an appointment. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center is unable to display image. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include updated results from the legal manufacturer investigation. Since it has been pointed out that the problem is caused by the third party company to which the monitor cable is connected, it is judged that there is no problem with the device.

Event description:
It was further reported that the problem was first identified during preparation for use.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: d8, d9, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Aging deterioration was dismissed as the subject device was repaired and returned within a year. Since no device was returned, the root cause of the malfunction could not be conclusively determined. However, the probable cause of no image display on the monitors can be attributed to accidental malfunction of the dp board or the parts that produce image on the dx board was concluded. Olympus will continue to monitor complaints for this device.